Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -7.0/0.5/035 (sphere/cylinder/axis), implantable collamer lens was implanted into patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - device code 1494 is not applicable in initial MDR. Claim# (B)(4).

Manufacturer narrative:
B1: updated to malfunction. B2: no longer applicable. B5: updated to: the reporter indicated that a 13.2mm, vticm5_13.2, -7.0/0.5/035 (sphere / cylinder / axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Excessive vault was reported. The lens remains implanted with planned exchange. H1: updated to malfunction. H6: patient code 3191 no longer applicable. Claim#: (B)(4).